Event description:
On march 20th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the sensor data was last synced on (B)(6) 2026 and there have been no alerts or glucose data since then. Customer care contacted the user to request them to resume use of the system for additional review as it seems the observed discrepancies could be attributed to the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. No further follow up with the user was possible as the user remained unresponsive to multiple communication attempts. No further investigation was possible.